Event description:
The hcp reported the pump "is not working right." Studies were done, and found the pump was not working properly. The hcp plans on explanting and replacing the pump. A follow up report will be sent when additional info is received.